Event description:
It was reported, that during an appendectomy, the device jammed. It was able to be forced shut, but then couldn¿t open it again. Surgery delayed 5 minutes. New device opened to complete the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2023. B3: unknown. Assumed first day of month that complaint was reported. Batch # unk. Additional information was requested and the following was obtained: please provide more details about statement, ¿they were finally able to force it shut, but then couldn¿t open it again¿. Was device stuck on tissue when it would not open? No.this was done outside of the patient. If yes, was there any damage to the tissue? What was done to repair any damage to the tissue? N/a. Was device ever able to be opened? No. If available, please confirm the event date. (B)(6) 2023. Were there any patient consequences? If yes, please describe. N/a. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.